Manufacturer narrative:
(B)(4). The customer reported the device failed to power up. The customer stated they felt the power supply was faulty. The device has been out of support life since (B)(4) 2006. Philips did not evaluate the device and did not confirm the problem. No pt involvement was reported. Parts and services are no longer available for this device. Based on the customer's report we will consider this to have been a malfunction. The device can no longer be repaired and the specific cause of the malfunction can not be determined.

Event description:
The customer reported the device failed to power up. The customer stated they felt the power supply was faulty.